Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 09/07/2016 - complainant stated that the patient's family called regarding the patient experiencing burning while receiving chemo. Healthcare professional instructed that they stop the chemo and come to the facility. The site was checked and the catheter was accessed and blood return was noted. No redness or edema was documented as being visible at the site. Patient complained of burning. A dye study was ordered. X-ray was of the right mediport catheter break. The x-ray showed that the catheter had a puncture site in the apex portion of the catheter in the neck. This catheter had been used a total of two full rounds of treatment and the patient was on the third round when he developed issues during infusion. Patient was sent to the hospital for removal. A new catheter was placed.